Event description:
It was reported that spk with the auth advised unit not to suction, and a steady blink flashing light, conducted ts for the power cord passed advised the unit is charging, did ts failed did not suction all the water, advised sending kit. Troubleshooting was performed and the issue was not resolved. There are no reports of impact/injury to the patient. Male wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.